Manufacturer narrative:
Other applicable component is product ID: 37746, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins would not charge. No further complications were reported or anticipated. Additional information was received from consumer. It was reported that ins would not take charge. Patient was seeing poor communication/ reposition antenna message on the ins recharger when they tried to charge the ins and had no telemetry with recharging. The last time patient was able to successfully charge their device was on the first week of august. The next time patient went to charge the ins which is a few weeks after the last time they successfully charged, the ins would not connect. Patient could not check with programmer because the batteries on programmer were depleted and the programmer would not power on, screen blank, and there was no other batteries that they could try. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the device not charging was observed during use, and the patient did not know why. The patient experienced elevated pain levels as a result of not charging. The patient reported contacting the manufacturer, but reported the issue had not yet been resolved. It was noted that this letter may have been sent before the patient called in on 2017 (B)(6) which was previously reported. No further complications were reported as a result of this event. There were no reported complications and no further complications were expected.

Manufacturer narrative:
(B)(4). Adverse event and product problem selected to align with previously submitted report of "elevated pain levels." If information is provided in the future, a supplemental report will be issued.